Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a cracked main body of the twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause is if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents, this could damage the material of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set was cracked. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.